Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board; the rear of the front panel assembly where the inverter board mounts revealed a hole due to heat damage. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler revealed no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient requested technical support after encountering a black screen during treatment. The patient could not confirm if treatment was completed. The patient was advised to discontinue use of the cycler and a replacement was arranged. Additional information was solicited.